Event description:
It has been reported that as the surgeon did the bone grafting, the bone plug turned inside the canal and the grafting fell apart. The surgeon had to clean the canal and discovered that the bone plug was not 16mm as the label indicated, but was 12mm. Next package had wrong size also-14mm instead of 16mm. There was no adverse consequence for the patient.

Event description:
Delay in surgery due to product mislabeling (international only).